Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to interrogate the implantable cardioverter defibrillator (ICD), despite attempting with multiple programmers. No pacing or magnet tone were observed, and premature battery depletion was suspected. Additionally, the right ventricular (rv) lead exhibited high thresholds. The ICD was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.